Event description:
Report received from the USA stating that the device was running hot. It is known that the device was not used in surgery. It is known that no injuries or medical intervention were reported. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).